Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number :3006705815-2020-01618. It was reported patient experienced ineffective therapy due to lead migration which was confirmed via x-ray. To address this issue patient underwent surgical intervention ,however only the right lead was repositioned and was pulled down. Reportedly effective therapy was restored .